Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer¿s current blood glucose value was 164 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated low blood glucose with glucose tablet. Based on customer¿s report customer does not allege over delivery. Customer stated insulin dripping or squirting from end of set before connecting at their site. The insulin pump passed displacement test. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.